Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal unknown medication for non-malignant pain via an implantable pump. It was reported the patient had been at two different hospitals since pump implant to investigate why they were sick. Patient mentioned doctors were unsure why the patient was sick and were investigating the pump as a possible cause. The doctors wondered if the pump had a hardware issue, whether they had staples on the back, and if there was a possible internal infection. It was reported the patient had a surgery a month after pump implant by a different doctor then the implanting one, and the physician had an mdt representative to read the pump because they wanted to remove it then. The representative asked the patient if there was saline in the pump and the patient stated as far as they know there was a medication dripping in there. Patient stated they were meeting with their healthcare provider on (B)(6) 2022 to discuss options going forward. It was reported the patient does not need the pump anymore, they just needed a representative to come out and read it for this appointment.